Event description:
It was reported that that during a review to program this pacemaker and right ventricular (rv) lead into magnetic resonance imaging (MRI) protection mode, pacing impedances out of range greater than 2000 ohms were found. Technical services (ts) noted there was no alert for this measurement since the alert was set to 3000 ohms or greater. The system was not programmed into MRI protection mode due to this finding. This pacemaker and rv lead remain in service. No adverse patient effects were reported.